Event description:
Reporter alleged, obtaining discrepant back to back blood glucose results of 273, 132, and 130 mg/dl, when all tests were performed within 10 minutes on the compact plus system. Reporter stated, she was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. No actions were reported taken or treatment was received. A request was made for the return of the suspect device and replacement product was sent.